Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that battery cap was broken. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of the pump where the clip was all the way down to the side of the battery compartment there was no cracked on retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.